Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to oversensing and high lead impedance. Patient's condition before and after the procedure was good.